Event description:
Reporter called from MFR to report that the dealer had reported an end user was sitting in the wheelchair while being transported in a motor vehicle, while vehicle was in movement both carbon backing broke and the end user fell backwards. Reporter stated the end user was brought to the hospital following the incident and was discharged the same day. Reporter stated no serious injury was reported and that an investigation will be completed at the manufacturing facility once the device is returned. Reporter stated this is the first incident reported with this type of failure. Reporter stated the motion composites manual recommends the user should transfer to model vehicle seat and use the vehicle installer system when feasible. Reporter stated that motion composites offers an occupied anchor kit conforming to requirements of retna wc4 2017 version section 19 for occupied transit to be used with their wheelchair and that it is only offered as a factory installed option. Reporter stated in relation of the reported incident a review of records allowed them to conclude that no motion composite anchor kit was installed by motion composite on this device. Reporter stated this case is not an adverse event but is being reported out of caution.